Manufacturer narrative:
A philips representative reached out to the customer to provide assistance, however, the customer stated that they resolved the issue on their own. The customer did not provide repair details. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the dfm100 device indicating that the ECG cable failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.